Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted colectomy, the subject device was used. After two hours of use, the user confirmed that the probe of the device was broken in a pocket of cover cloth, outside of the pt. The procedure was completed with a different device. There are no pt injuries reported.

Manufacturer narrative:
The subject device and the fragment of the probe were returned to omsc for eval. The eval confirmed that the probe broke at 15.5 mm from the distal end. There was a scratch around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point and there was a coarse part on the fracture surface which showed that it fractured by physical stress. The mfg history was reviewed with no irregularities noted. Considering the eval result of the device, omsc concluded that the probe was broken by physical stress on the cracks after the user kept it in the pocket of cover cloth. The cracks were developed from the scratch on the probe by the output during the procedure. The scratch was made since the user activated output with contacting the probe with some hard objects. Based upon the eval finding, this report appears to be related to user handling.